Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic with device in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.